Event description:
It was reported patient's leads had migrated. Surgical intervention was undertaken wherein one lead was replaced and an additional lead was added. Due to patient's scar tissues, one lead was left implanted. Therapy was restored post-op.

Manufacturer narrative:
Date of event is estimated.The results of the investigation are inconclusive as the product was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.